Event description:
Additional information received indicated the patient's implantable cardioverter defibrillator (ICD) had a reoccurrence of post-paced t-wave over-sensing (pptwos) which was discovered remotely. The patient was asymptomatic. No changes were made and there were no consequences to the patient.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) was post-paced t-wave over-sensing. The patient was asymptomatic. No changes were made and there were no consequences to the patient.